Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A wire insertion test found that there was a blockage encountered at the terminal opening. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead was dislodged due to the patient having twiddler's syndrome. The lead was explanted. It was noted that the patient was not dependent on the rv pacing. No additional adverse patient effects were reported. The lead was returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead was dislodged due to the patient having twiddler's syndrome. The lead was explanted. It was noted that the patient was not dependent on the rv pacing. No additional adverse patient effects were reported.